Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. It was reported that the patient presented to the hospital for a scheduled implantable cardioverter defibrillator (ICD) change procedure. During the procedure, the new ICD device was connected to the leads. Evaluation of the pacing parameters showed intermittent high impedance and capture threshold output depending on programming settings. The leads were disconnected and tested separately at which point; it was discovered that the right ventricular (rv) lead was defective. The rv lead exhibited high out-of-range defibrillation impedance. The lead was capped and replaced successfully. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).